Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
(B)(6). Primary date of implant: (B)(6) 2009. Revision for: stem loosening. Possible undersizing. Revision of loose corail stem. Head removed with stem. Liner revised to polyethylene liner. Unknown jrn: corail kho 11 stem x 1 = discarded, unknown jrn: ceramax 58/36 ceramic liner x 1 = discarded, unknown jrn: articuleze ceramic head 36 x 1 = discarded. Instrument issue relating to this revision captured on (B)(4). Doi- (B)(6) 2009, dor - (B)(6) 2018, unknown hip.

Manufacturer narrative:
Product complaint #: (B)(4). Investigation summary: the complaint description states that a revision was performed for stem loosening. And possible undersizing. The reporter specified that there was no alleged device deficiency of the femoral head, apex, and acetabular cup (a-634913). The corail stem was not returned for analysis. A search into the complaints database was performed, no other similar complaint was reported for the batch 5010163. No other analysis was possible because product, x-rays or medical records were not provided. Based on the information received and the investigation performed, the root cause of the incident could not be determined. If information is obtained that was not available for the initial medwatch , a follow-up medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report.  Product complaint # (B)(4). Investigation summary ==> the complaint description states that a revision was performed for stem loosening. And possible undersizing. The reporter specified that there was no alleged device deficiency of the femoral head, apex, and acetabular cup (B)(4). The corail stem was not returned for analysis. A search into the complaints database was performed, no other similar complaint was reported for the batch 5010163. No other analysis was possible because product, x-rays or medical records were not provided. Based on the information received and the investigation performed, the root cause of the incident could not be determined. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.